Manufacturer narrative:
.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had to have the ins taken out. The patient then went to have the next ins surgery, but they couldn¿t do it because they need a paddle. No further complications were reported or anticipated.